Event description:
It was reported that blood was leaking from the thermistor port. Two catheters, same model number were reported. No pt complications were reported.

Manufacturer narrative:
Both devices were returned and evaluated. Unit #1 - no blood visible on the thermistor connector. No visible inconsistencies observed on the eeprom data. Thermistor and thermal filament were continuous. No error message on vigilance I and ii monitors. All through lumens patent. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. No visible damage to catheter body. Unit #2 - heavy blood residue was visible at the thermistor connector. Two slits were found, 0.09" in length, at the 12.5 cm area (distal of thermal filament) and 0.03" in length, at the 24.3 cm area (proximal of thermal filament) which entered into the thermistor lumen. A CAPA is in process for slit in catheter body related to thermistor leakage condition.